Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the white power lead showing it was not connected to power was confirmed via evaluation. An event log file, extracted from (B)(6), was evaluated and data from the reported event date of 30nov2024 was reviewed. Starting at 19:52:45, power cable disconnect alarms activated due to a relative state of charge (rsoc) invalid fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges. The driveline was connected at 19:55:25 and the pump began operating at the intended speed within 5 seconds. The power cable disconnect alarms did not resolve before the driveline was disconnected at 20:03:14 and the system controller was shutdown at 20:04:08. The returned heartmate 3 system controller (serial number (B)(6) was connected to a mock circulatory loop, and upon connection of the driveline, power cable disconnect alarms activated on the white power cable. The system controller was disassembled, and visual inspection revealed that the white power cable had a loose connection at the j6 connector. The power cable was reseated with the connector, the controller was reconnected to a mock loop, and no alarms activated. The system controller underwent functional testing and passed without issue. No further power cable disconnect alarms were reproduced throughout testing. The root cause for the reported event was determined to be due to the white power cable not being fully seated in its connector. A manufacturing analysis task was completed to further investigate this issue. The system controller manufacturing procedure was updated to include instructions and visual aids to inspect that the black and white battery cable connectors were properly seated and an awareness training was performed for operators. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were submitted regarding a driveline power fault. Log files were sent for review. The event log file captured driveline_power_fault alarm flags associated with (f5) pwr_b_broken controller fault flags. These events were indicative of an issue with a conductor within the modular cable. The patient's modular cable was switched out. Additionally, when exchanging the modular cable, on the system controller that was used, the white power lead showed that it was not connected to power when in fact it was, both the battery and patient cable were checked.